Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6)) delivered inadequate compressions was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the platform functioned as intended. The archive data indicates no significant discrepancies. The autopulse nxt platform passed the functional testing without error or fault. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Overall, the autopulse nxt platform functioned appropriately and performed as intended. According to the final test results of the platform, the average compression depth and compression rate have met the acceptance criteria. The report claiming inadequate compression was not confirmed. Following service, the autopulse nxt platform passed the final tests without issues.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) delivered inadequate compressions, with no error codes during the resuscitation attempt. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.